Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The hp cycled the power. The hp would complete therapy with manual supplies and the alarm was cleared. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, the hp resumed therapy the following night on the cycler. They contacted the peritoneal dialysis nurse (pdrn) regarding the alarm and missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).